Event description:
It was reported to philips that fluoroscopy was not functioning as expected on the allura device. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy is not working properly. Upon functional testing, fse found image processing pc (ippc) bootup issue, in post result it was showing as not done. To resolve this issue, fse tried to download board software from field service framework (fsf), but it was taking lot of time to download the software. But once the software download was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.